Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer report was not replicated or confirmed. The paddles were not returned to zoll for evaluation. Instead, the activity log and printed strip were provided for review. The printed strip showed no evidence that paddle shock buttons were pressed during the event. No trend is associated with reports of this type. Review of the device log did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge via attached external paddles (sn (B)(4)). Complainant indicated that the patient subsequently expired.